Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed. No device malfunction or use error was identified. No root cause was determined.

Event description:
It was reported that a patient experienced peritonitis coincident with therapy for automated peritoneal dialysis (apd). The action taken with therapy was not reported. It was reported that the peritonitis was a result of the patient doing an exchange in the hospital ward. It was unknown if the patient was hospitalized for the event. The patient was treated with injection (inj). Reflin (1gm, once daily, and ip), inj. Fortum (1gm, once daily, and ip), and inj. Vancomycin (1gm, once in 5 days, and route not reported) for the peritonitis. At the time of this report, the patient was recovering from the peritonitis.